Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed an error 1 message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the issue began on (B)(6) 2016 at approximately 3pm when he attempted to test his blood glucose using the subject device. The patient manages his diabetes using novalog and lantus, and did not specify making any changes to his usual diabetes management routine in response to the alleged issue. The patient alleged experiencing symptoms of sweat, blurry vision and faint approximately 5 and a half hours after the issue began and reportedly self-treated by consuming additional food and/or drink on (B)(6) 2016 at 8:30pm in response to the reported issue. At the time of troubleshooting, the csr determined that it was not the first time the product was being used. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.